Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to obtain ECG readings, there were dotted lines. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.